Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was fully functional and was fully illuminated with no visible signs of extrinsic lines on the display. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from below the finger pad down to the primary seal. There was no power issues observed during investigation and no evidence of moisture found in the battery compartment. The complaint that there were lines through the display screen was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.